Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a leak at the blending valve of the cart o2 transport kit. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device issue was communicated in a good faith effort (gfe) phone call to the customer. The customer had been provided the part information for the o2 transport cart kit by the remote service engineer (rse). The customer confirmed in the good faith effort response that the replacement part had not yet been ordered, but that in two to three weeks the repair should be completed. This investigation is ongoing.